Event description:
It was reported that the patient experienced a fall, and x-rays confirmed that one lead migrated. Diagnostics revealed the second lead had impedance. Surgical intervention was undertaken wherein both leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.